Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they had a high blood glucose value was 400 mg/dl and 440 mg/dl during calibration which they were unable to do for an hour. Customer treated for high blood glucose with manual injections. It is unknown if automode feature was in use at the time of the event. Insulin pump will not be returned for analysis.